Event description:
It was reported that the patient had a syncopal episode. It was noted that there were several rate drop response (rdr) episodes that had occurred since (B)(6) 2011. The rdr settings were discussed and how to make them more aggressive. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.